Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the pump with 300 units of insulin. The customer left the cartridge on the pump and did not reload it. The customer's blood glucose level was not impacted. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the inaccurate estimate.